Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a device replacement procedure. During the procedure, the physician was unable to loosen the setscrew to remove the lead from the header of the pacemaker. The physician was eventually able to unscrew and remove the lead from the header. The pacemaker was explanted. No patient consequences were noted.

Manufacturer narrative:
The reported event of difficulty untightening the ventricular setscrew to remove the lead was confirmed. Analysis revealed that the setscrew insert was clogged with calcified blood. The calcified blood was preventing the wrench from inserting into the inset to engage the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The physician was finally able to force the wrench tip in to engage the setscrew to untighten it to remove the lead. The blood came through a hole punched through the septum by the torque wrench at time of implant.